Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter read inaccurately low compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2015. The patient reported obtaining an alleged inaccurate low blood glucose reading of "318 mg/dl. With the subject meter. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and claimed she continue to exercise in response to the alleged inaccuracy issue. The patient reported that at an unspecified time on (B)(6) 2015, one week after the alleged issue started, she developed "loss of sight" and felt "dizzy." In response to the symptoms, the patient reported being hospitalized on (B)(6) 2015 where she was treated with inulin (unknown type and dose). The patient claimed a blood glucose test was performed on an emergency medical service device at an unspecified time on (B)(6) 2015 and a result of "510 mg/dl" was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the test strips associated with the complaint had expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for hyperglycemia after the alleged meter issue began.